Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket was overloaded. A field service engineer replaced the pocket to resolve this issue. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer could not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.